Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula bent events on (B)(6) 2024. The insertion site was at abdomen. Event occurred after three hours of insertion. The set was in use for less than one day. Blood glucose levels at the of event was 569 mg/dl. He addressed high blood glucose by correction bolus via pump and multi- daily injections. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 2 of 3.